Event description:
The home patient (hp) contacted baxter's technical service center regarding discomfort which occurred on the homechoice during use during dwell 3 of 4. The hp stated that earlier that night she had found a lot of air bubbles in the patient line, and she currently was experiencing discomfort in her shoulder and arm. The baxter technical services representative advised the hp to contact her nurse. The customer called back to end therapy. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. He stated that the patient had contacted him about the event. She had never determined where the air in the line had come from, nor did she mention anything unusual about her supplies. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4).the sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined.